Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a unknown laparoscopic procedure. The device did not fire. The surgeon pressed the green firing button and squeezed the handle. There was poor staple formation, no staples would fire out. The central staple line was incomplete. The instrument locked on the tissue and was removed by opening the jaws. The case was completed using a new reload. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received, right hemi colectomy laparoscopic procedure when the device being applied to colon, the device did not fire.